Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0875 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check on self test. No audio/vibrate anomaly/absence of alarm anomalies noted. The low reservoir alarm was set to 20.0 units. Programmed and delivered a test bolus. The unit alarmed low reservoir when there was 20.0 units remaining in the status screen. The low reservoir alarm functions properly during testing. Device was monitored for 2 days. No unexpected error message noted. No drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unknown pump error, not gave low reservoir warnings when the insulin was low in the reservoir and hearing unusual noises different from the normal rewind noises. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.